Event description:
It was reported to resmed (B)(4) that an astral device triggered an alarm and restarted. There was no patient injury reported as a result of this incident. MFR:#3004604967-2015-00083.